Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient stated they felt sick and could not breathe. During this time the cgm was getting a low alert. The patient took a bg and it was 350 mg/dl. The patient self-treated with insulin and the symptoms subsided. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.